Manufacturer narrative:
(B)(4). The customer reported that the device did not charge when plugged in. There was no reported patient involvement. The device was evaluated by a philips repair technician and did not duplicate the charging issue. The device charged several known good batteries with a known good ac power module. All performance assurance test passed and the device was sent back to the customer. As of on (B)(6) 2013 there has been no further calls for this device with this problem. Since the problem could not be recreated the cause could not be determined. No formal response was requested and none is warranted.

Event description:
The customer reported that the device did not charge when plugged in. There was no reported patient involvement.